Manufacturer narrative:
There was no device repair to customers faulty transducer. The customers faulty transducer was replaced and delivered to the customer for use. The customers defective transducer was replaced to resolve their issue. The manufacturing date for the reported device is prior to 24 sept 2016 so no UDI required. Reporting address state (B)(6) reporter phone (B)(6) reporting institution phone: (B)(6).

Event description:
Philips received a complaint on the avalon us transducer indicating the system device is taking incorrect measurement due to present artifacts. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.